Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) customer service - order support, located the lot number l92210721 for the box of 6 sureform 60 staplers that were sent to the site around the time of the event. Per a system utilization review, the 6 sureform 60 staplers were used on the following dates: (B)(6)-2021 (l92210721-0026), (B)(6)-2021 (l92210721-0028), 25-oct-2021 (l92210721-0029), (B)(6)2021 (l92210721-0040), (B)(6)2021 (l92210721-0039), and (B)(6) 2022 (l92210721-0027). None of the sureform 60 stapler instruments from this box were used on the event date in question (B)(6) 2021).

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication resulting in the patient's demise cannot be determined. If additional information is obtained, a follow-up MDR will be submitted. Although the initial documentation received indicates use of a sureform 60 stapler instrument in the surgical procedure, the operative reports for both procedures document use of gia staplers only. In addition, a review of the instrument logs for the procedure in question was conducted. Per the logs, there is no evidence that a sureform 60 stapler instrument or reload were used during the da vinci-assisted surgical procedure. Also, a system log review for the reported procedure date was conducted and no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the event was conducted by an isi medical safety officer (mso) : the patient had a colon resection with a side-to-side anastomosis created with a stapler in (B)(6) of 2021. According to the information in the summary of events, despite a negative leak test at the time of the surgery, a leak occurred several days later at the site of the anastomosis. This was repaired with a second surgery. No additional information is available from the time of the surgery until the patient passed away almost 9 months later for reasons that are not provided. Based on the information in the summary of events, insufficient information is available to determine if any isi instruments or products contributed to the cause of death. Based on the information provided, this complaint is being reported due to the following conclusion: after undergoing an elective davinci-assisted segmental transverse colectomy procedure, the patient was re-admitted with an anastomotic leak, sepsis and multisystem organ dysfunction. A second open surgical procedure was performed. The patient expired after several months of hospital treatment. While there is no indication that the isi sureform 60 stapler was used in the surgical procedure, this is being conservatively reported. There are ongoing attempts to clarify the discrepancy. Blank MDR fields: the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter also sent report to FDA is blank because it is unknown if the initial reporter submitted a report to the FDA. PMA/510(k) and adverse event are not applicable.

Event description:
Intuitive surgical, inc. (Isi) received information regarding a patient who underwent an elective da vinci-assisted laparoscopic segmental transverse colectomy procedure on (B)(6) 2021 due to a diagnosis of a colon polyp with high-grade dysplasia. The documentation states that a sureform 60 stapler instrument was utilized to create a functional isoperistaltic side-by-side stapled colocolostomy. At the time of the surgery, the anastomosis was tested and there was no leakage. The document describes an ¿incidence of tissue pushout related to the use of the sureform 60 stapler instrument as the cause of the anastomotic leak, where the patient's colon failed to remain in place within the jaws of the stapler during the stapler firing sequence¿, causing "some or all of the target tissue" to be "pushed forward before the staples engage the tissue," and causing the target tissue to be transected, but not approximated. The patient was discharged from the hospital on (B)(6) 2021. Subsequently, on (B)(6) 2021, the patient was readmitted for an additional surgical procedure, due to an anastomotic leak, sepsis and multisystem organ dysfunction. The patient expired on (B)(6) 2022, after months of hospital treatment, due to sepsis and its sequelae. Per the operative report for the initial surgery on (B)(6) 2021, the surgeon identified the target tissue of the mid-transverse colon, resected the area, and the proximal and distal margins were created with a gia stapler. Per the report, "a functional isoperistaltic side-to-side stapled colocolostomy was fashioned with a single firing of the gia stapler. Enterotomies created for introduction of the stapler were closed with a single transverse firing of the gia stapler. The anastomosis was tested under air and water submerging it, milking succuss and air across it and there was no evidence of leakage. There was no evidence of tension, torsion, ischemia, or bleeding. The mesenteric defect created by the colon resection was closed with 3.0 vicryl." Tisseel fibrin glue 10ml was used to reinforce the entirety of the anastomosis. The procedure was completed, and the patient appeared to tolerate the procedure well, with no immediate complications. The estimated blood loss for the procedure was 25 ml and no drains were placed. The patient was discharged from the hospital on (B)(6) 2021. Per the operative report for the readmission procedure on (B)(6) 2021, the patient underwent an additional surgical procedure which found leakage from the stapled colocolostomy, with extensive feculent contamination throughout the peritoneal cavity. Tissue surrounding the colocolostomy was resected, along with some necrotic omentum, and a new stapled ileocolostomy was created via a gia-75 stapler. The abdominal cavity was irrigated with a solution of saline mixed with antibiotic several times, and an ileostomy was created due to the degree of contamination, infection, and the patient's immunocompromised state. The procedure was completed, and the patient appeared to tolerate the procedure well, with no immediate complications. The pathology report of the section of the bowel where the anastomotic leak was located found a 2.0 x 2.0 cm transmural defect in the anastomotic staple line. No other pathological abnormality was found.